Event description:
A report was received that the developed moderate fever and worsening of postoperative pain in the lumbar region which was moderate in severity. The patient was treated with medication. The events were related to study surgical procedure and non-device related. The events were recovered / resolved.

Event description:
A report was received that the developed moderate fever and worsening of postoperative pain in the lumbar region which was moderate in severity. The patient was treated with medication. The events were related to study surgical procedure and non-device related. The events were recovered / resolved.

Event description:
A report was received that the developed moderate fever and worsening of postoperative pain in the lumbar region which was moderate in severity. The patient was treated with medication. The events were related to study surgical procedure and non-device related. The events were recovered / resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.